Manufacturer narrative:
The returned product did not meet specifications. The device malfunction was confirmed and directly related to the reported event. The investigation found that the computer had a corrupt operating system. A replacement part was sent to the site and the issue was resolved. The system was fully functional.

Event description:
A medtronic rep reported that the software opens to the login screen but when the icon is selected, it goes to a blue screen then cycles back to the login screen. He is unable to get into root. A secondary monitor showed the same behavior. No pt was present during the event.